Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were recorded.

Event description:
It was reported that the device sounded an alert for a power on reset with no cause identified. The device is still in use and will be monitored for any reoccurrence. No patient complications have been reported as a result of this event.